Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's daughter called in regards to insulin pump not properly prime rewinding. Customer's blood glucose level was 451 mg/dl. Troubleshooting was performed and the issue was resolved.